Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been received for investigation. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the start of the interventional procedure, when the absolute pro mandrel tip was removed, the catheter was not in a straight position and it was noted that the first part of the stent had been exposed a few millimeters from the outer member. The stent was not able to be used as the exposure was enough to cause friction along the introducer. There was no patient involvement. The product was discarded and another device was used successfully. There was no significant clinical delay in the procedure due to the device issue. No additional information was provided.